Manufacturer narrative:
Occlusion alarm- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and resumed delivery. A few hours later, the customer received another occlusion alarm during basal delivery. When attempting to load a new cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. The customer's blood glucose (bg) level was 350 mg/dl. A new cartridge was successfully loaded onto the pump and a correction bolus was administered to address the high bg level. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.